Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The tubing set was being used to deliver 100ml of optiray 350 contrast medium, at a rate of 4ml/sec, via a power injector. The male adapter of a power injection tubing set was connected to the clave port of the tubing set. It was reported after the delivery of contrast media was completed, the tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a power injector. It was reported that after delivery of solution was started, the tubing ruptured at an unspecified location in the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This is a known issue and no evaluation will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Package labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.